Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act buttons were need to be harder. Customer¿s blood glucose was unknown. Customer stated that the rewind was slower than in the past. Customer stated that the sometimes the insulin pump was shoot insulin out during priming instead of dripping out sometime insulin pump was buzzing. The insulin pump will not be returned for analysis.